Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced infusion set was leaking from the adapter on (B)(6) 2024, which resulted in elevated blood glucose (300 mg/dl). No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6009365 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the test of reference samples will not be performed due to the samples no were received from sterilization. Device history record (DHR) review: the lot 6009365 was manufactured according to the wi version 114 manufactured in the line 8, on 03/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Database DHR (B)(4) complaint report. - trending: a query was run in database on 21/may/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6009365 and no other complaint has been registered in database for the same lot 6009365 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, reference samples not performed due to the samples no were received from sterilization. , no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.